Manufacturer narrative:
Getinge field service engineer (fse) evaluated the unit. The fse confirmed the issue. The power cord reel was repaired. The fse completed all safety, functionality and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) power reel was stuck and would not pull out. There was no patient involvement, and no adverse event reported.